Event description:
As reported, it was a case of a 29mm sapien 3 valve, in mitral position. There was a frozen leaflet on the first implanted valve. It was not possible to not resolve, therefore, a valve in valve was performed with good result. The patient was in good condition after procedure.

Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. Implanting valve in native mitral position with mitral annular calcification (mac) using the sapien 3 (s3) with the certitude delivery system (ds) is not indicated for use. The risk management file captures risks for indicated device use only. The complaint was unable to be confirmed due to unavailability of relevant imagery/medical report. A review of the DHR did not reveal any indication that a manufacturing non-conformance contributed to the complaint. No IFU/training inadequacies were identified during the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. It should be noted that the thv was implanted in native mitral position with mitral annular calcification (mac) for this case. The sapien 3 (s3) with the certitude delivery system (ds) was indicated for failing aortic bioprosthetic valve or a failing mitral surgical bioprosthetic valve. So, it was considered an off-label operation. As reported, ''it was a case of a 29mm sapien 3 valve, in mitral position. There was a frozen leaflet on the initially implanted valve, it was not possible to not resolve. Therefore, a viv was done with good result''. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on a historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances, this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.